Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2015, the patient experienced peritonitis. The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event and was treated with vancomycin, intraperitoneally (dose and frequency not reported) for three days. At the time of this report, treatment with vancomycin was discontinued. The patient was discharged two days after hospitalization and was recovering from the event. Pd therapy was ongoing. Additional information was requested but is not available.